Event description:
During a radical prostatectomy, a harmonic instrument used for cautery began burning the plastic insulator on the opposite side of the shear. No injury to patient. Instrument was removed from the field. Instrument was an ace23 harmonic shear, processed by ascent.